Manufacturer narrative:
This event is being reported as part of a remediation project.

Event description:
It was reported that a mesh was implanted for incisional hernia treatment. Four days later, an infection occurred. The doctor performed a new surgery. The mesh has moved in the tissue, some staples were not properly bonded, and the mesh was coiled. The mesh has been removed.